Manufacturer narrative:
The reagent lot number was 756599. The expiration date was not provided. The field service representative found a tube/pipe with a hole in the rinse arm of the instrument. He replaced the tube/pipe, which resolved the issue. He performed checks and tests with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hdl-cholesterol gen.4 results for 1 patient sample on a cobas 8000 c 702 module. The initial result was 17 mg/dl. The repeated result was 37 mg/dl. The repeated result was obtained on another module and was believed to be correct. The questionable result was not reported outside the laboratory.